Manufacturer narrative:
(B)(4). Date sent: 2/23/2026 d4: batch #unk attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device lot/batch number, a98d2y, and no non-conformances were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during a bronchial dissection of the lower lobe, it was observed that the knife stopped when it tried to return. The jaws could not be opened, and it stopped with the lower lobe bronchus remaining clamp. Even when pulled the manual override lever to switch to manual operation, it did not return, so kelly forceps was finally used to forcibly open the root of the anvil slightly, and when the grip loosened slightly, it was able to release from the lower lobe bronchus. The cartridge color was green. There were no adverse consequences to the patient. No additional information was provided.

Manufacturer narrative:
(B)(4). Date sent 3/10/2026. D4 batch #642d86. Corrected data d4: UDI#. Investigation summary: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device visual analysis of the returned sample determined that one psee45a device was returned with no apparent damage and with one gst45g reload loaded in the device. The reload was received fully fired. The manual override door was out of position; the override lever was up which denotes that the knife was manually returned to home position. It should be noted after the manual override system is used the instrument is disabled and cannot be used for any subsequent firings. The bailout system was reset and then, it was tested for functionality in the straight position with a test reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples meet the staple release criteria. The event described could not be confirmed as the device performed without any difficulties noted. The manual override was totally functional. Once the device completed the firing sequence the knife returned home as intended. The knife reverse button worked properly during testing. The device opened and closed without any difficulties noted. This report is not intended to deny that you experienced a problem with the device. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number 642d86, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Date sent: 3/2/2026. Additional information received: after the product was released, no additional suturing or reinforcement was required for bronchial treatment. The staple line was complete. There were no bleeding and tissue damage. The patient is stable.